Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the second analysis event showed a wide complex tachycardia rhythm of unknown origin. There were several artefactual disturbances in the rhythm which may be secondary to motion artifact as supported by the CPR accelerometer data. After 9 seconds, the AED plus recommended a shock be delivered, however the shock button was never depressed and the defibrillator discharged energy internally. The first and second segment of the analysis returned a shockable result secondary to a fast r-r interval which calculated the rate to be 187bpm. The fast rate along with a wide qrs greater than 100ms, and low normalized amplitude resulted in the logic criteria identifying the segment as shockable. The third and final segment was unable to be matched to any programmed logic for either shockable or non-shockable results. While the fast rate remained, the overall qrs width was determined to be slightly narrower than the previous two segments. When the algorithm is unable to match a specific condition to the rhythm the segment will be categorized as non-shockable. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. Analysis of reports of this type has not identified an increase in trend.